Event description:
It was reported that the user¿s continuous glucose monitor was expiring without a replacement available, the ilet entered bg run mode, and the user required assistance to manually enter blood glucose values every four hours to continue dosing. Symptoms included hyperglycemia peaking at 184 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to not starting a new sensor in a timely manner; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.